Event description:
Dealer alleged patient advised one screw fell out of the chair. The dealer set up an appointment to look at chair yesterday, the incident occurred before the dealer got there. Dealer alleged the patient was transferring off the power chair and the captain seat fell off the base with the patient in it. The patient allegedly fell on the floor and received a gash in her arm and sought medical attention due to patient is a diabetic. Upon inspection the dealer saw the seat screws had come off and were missing.